Event description:
The device was removed due to an "infection in the scrotum." As reported to co, the entire device was removed and not replaced. Additionally, the physician stated "nothing was wrong with the device function."